Event description:
It was reported that the device's battery pins were broken. The device was not in use on a patient.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection; j2 pin 1 was found to be broken.